Event description:
(B)(4) study. It was reported that stenosis and angina occurred. In june 2008, a 3.00x24mm taxus express² stent was implanted in the proximal circumflex artery. In october 2012, the patient presented due to unstable angina and was admitted to the facility. Coronary angiography was performed. The 10.0mm x 3.00mm, de novo, 90% stenosis was located in the proximal circumflex artery with timi flow 3. The lesion was treated using an unspecified size non-bsc stent. Following post dilatation, residual stenosis was 25% and with timi flow 3. Two days post procedure, patient status was improved and was discharged. In (B)(6) 2013, the 5-year follow up was performed and patient had no angina symptoms.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).